Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced antitachycardia pacing. Upon review, the right ventricular lead exhibited noise that was oversensed leading to the inappropriate atp. The patient presented for lead revision procedure on (B)(6) 2018 and the lead was capped and replaced. The patient was stable post procedure.